Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in the calcified, severely tortuous proximal right coronary artery (rca). The lesion was predilated with a 3.0x15mm balloon (manufacturer unknown). The physician attempted to place the 3.50x16mm taxus express2 drug eluting stent, but was unable to cross the lesion. Plain old balloon angioplasty (poba) was performed and the same taxus stent was advanced again without successes. Upon removal distal edge damage was identified. The procedure was completed with a non-bsc stent. No patient complications were reported. Patient status reported as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.